Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: b5, d5, e1 (initial reporter), e2, e3, g3. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6); (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the internal helium on the cardiosave intra-aortic balloon pump (iabp) was losing helium rapidly during helium regulator calibration. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue, replaced the pneumatic interface module (pim). Subsequently, unit passed all calibration, functional and safety tests performed. The iabp was returned to customer and it was cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) has an internal helium leaking during the helium regular calibration. There was no patient involvement, and no adverse event reported.